Event description:
It was reported that the customer was dazed and confused, with slurred speech. However, the customer's blood glucose levels were normal. Troubleshooting was performed, and no alarms were found in the alarm history. Reviewed the status screen and bolus history. All seemed normal. Offered the caller to have the paramedics called, but she stated that she would be taking the customer to the hospital. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.